Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. Additionally, the buttons designated to clear the alarm were unresponsive. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer stated that he was sitting down in a chair and the pump was in his pocket when the pump alarmed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had no button response due to corroded keypad traces. No motor error alarm could be verified due to the keypad anomaly. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.